Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d181011-3). The meter was shipped to (B)(6) on 10/24/2016. Strips were manufactured on 10/11/2018 and will expire in 10/2020. Because the suspected bgms was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Besides, desiccants of retained strips (lot#: d181011-3) from okb's warehouse were still functional. Retained strips were used to re-test with in-house meter (serial#: (B)(4)) and control solution (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results (level low: 66/70; level high: 265/262) met the acceptance criteria (level low: 35~85; level high: 200~310). The root cause of the complaint was unable to be verified without the suspected bgms and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 1:00pm at home. Caller stated that he tested the end-users blood glucose and received a result of 300mg/dl. Her normal results for that time of day are around 140mg/dl. Bout 30 minutes after testing the end-user appeared to be unresponsive and would not respond when spoken to. Caller then called the paramedics. While waiting for paramedics no food or medication were taken. Paramedics arrived within 3 minutes and tested the end-users blood glucose with their meter and got a result of 44mg/dl. The end-user was given an IV with glucose solution. She was not transported to the hospital. Prior to the paramedics leaving her blood glucose was 168mg/dl. She was advised to follow up with her doctor. No additional information was provided.